Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that five infusions set fell off within 2 days of use. Patient noted that the adhesive patch is less sticky than usual. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5. Patient city: (B)(6). Patient country: netherlands.